Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the results of the MRI were unknown if they were completed. It was unknown if the issue had been resolved and the plan is to replace both the pump and catheter (B)(6) 2017 evening and will be returned.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703w, lot# l44965, implanted: (B)(6) 1997, product type catheter. Patient codes (B)(4) apply to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
On (B)(6) 2017 crts (B)(4) (rep, hcp): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 7000mcg/ml for a total dose of 4335.5mcg/day, bupivacaine 11.8mg/ml for a total dose of 7.3mg/day, and unknown morphine 13mg/ml for a total flex dose of 8.502mg/day via an implantable pump for spinal pain. It was reported a magnetic resonance imaging (MRI) was going to be done due to the patient stating they have been experiencing leg weakness and the healthcare professional (hcp) wanted to rule out an inflammatory mass (im) per caller. The date of MRI was unknown. The event date for the leg weakness was unknown. No further complications were reported/anticipated.